Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A 3.5mm 12mm locking screw was screwed into a wrist fusion plate. The locking screw did not lock into the plate. 3 minute delay to switch screw out for another one. Sales rep reported event occurred during primary surgery.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. This investigation is therefore closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
3.5mm 12mm locking screw was screwed into a wrist fusion plate. The locking screw did not lock into the plate. 3 minute delay to switch screw out for another one. Sales rep reported event occurred during primary surgery. Sales rep reported "same catalog number on screw that was used after first one did not lock.